Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the clinical use of the system was unknown. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was stuck at 00:00. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The defective part was returned for analysis and investigation concluded that failure was confirmed and it is a malfunction of flexvision, failed component(s) were frame grabbers. Evaluation method and component codes were corrected.

Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stock at 00:00. No harm has been reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse reviewed the system diagnostic tool results and identified that a frame grabber card initialization error resulted in the system not being able to complete the start-up sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order.